Event description:
The pt underwent a bypass surgery on (B)(6) 2012, without any problem. It was reported that on (B)(6) 2012, perigraft liquid started to occur. The volume of discharge liquid was 600 ml on june 8. The pt was still in hospital on (B)(6). No add'l info about the pt status could be obtained at this date.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.